Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the black sheath detached into the scope. The customer stated that nothing detached into the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the rx tunnel detached. Block h10: investigation results: the returned hurricane rx dilatation balloon was analyzed and a visual examination of the catheter found the rx channel was detached. No damages were found to the balloon. A microscopic inspection of the catheter confirmed the rx channel was detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event rx tunnel detached was confirmed as the rx sleeve was detached on the returned device. It is possible that the factors encountered were due to how the device was handled and manipulated. These factors and interactions could influence the damage found in the returned device. Excessive manipulation of the device without enough care could have induced the defect found. If the material is subjected to a stress force that exceeded its structural limits, leading to material detachment. The detachment in the device was caused by a mechanical failure resulting from the material being exposed to a force or load beyond its designed capacity. This stress overload caused the material to detach, leading to the observed detachment in the device. Therefore, the most probable root cause is an adverse event related to the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of rx tunnel detached.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the black sheath detached into the scope. The customer stated that nothing detached into the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.